Manufacturer narrative:
On (B)(6) 2017, the customer reported that the cartridge was changed and the fill estimate was correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose (bg) level was 363 mg/dl. The customer changed the infusion set site and a correction bolus was delivered to address the high bg level. Tandem technical support reviewed the pump data and confirmed the reported event. The customer declined to reload the cartridge and stated the cartridge would be changed tomorrow.